Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 92 no longer applies to this event. Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump was implanted in (B)(6) 2013. The patient experienced a decline of vigilance, seizure, and increase of spasticity as a result of the motor stalls. The pump was explanted on 2017 (B)(6).

Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate of 0 . 0 1 2 7 m g / d a y. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train resulted in the motor stall(s). (B)(4) no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 2 mg/ml at a dose of 0,8 mg/ml via an implantable pump. The indication for use was not specified. It was reported that during normal use on (B)(6)2017 intermittent motor stalls were observed. The pump logs from (B)(6) 2017 provided indicated a motor stall recovery occurred on (B)(6) 2017 at 22:27; a motor stall and recovery occurred on (B)(6) 2017; a stall occurred on (B)(6) 2017 at 08:26 and a stopped pump duration may exceed tube set occurred on (B)(6) 2017 at 08:26 with a motor stall recovery on (B)(6) 2017 at 01:53; a stall also occurred on (B)(6) 2017 at 17:11 and recovered on (B)(6) 2017 at 11:12; and a stall occurred later on (B)(6) 2017 at 12:30. The estimated replacement indicator (eri) was 26 months. There were no external factors that contributed to the event. Patient symptoms were not reported. Diagnostic testing/troubleshooting included checking the logs. It was not possible to resolve the issue and surgical intervention to explant the pump was planned but unknown if it was scheduled. At the time of the report, the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.